Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited a fracture. The lead was reprogrammed to pace and sense rv tip to rv coil. It was further reported that the lead exhibited noise and an impedance warning for high undefined impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.